Manufacturer narrative:
Product analysis summary: the device returned for evaluation. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was intended to use on resolute integrity drug eluting stent to treat a mildly calcified lesion in the mid rca. It was reported that stent deformation occurred in vivo during positioning/advancement. The physician assessed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported.